Event description:
Reporter indicated that normal mode and system diagnostics tests performed on a pt's vns therapy system resulted in high lead impedance, indicating a possible lead malfunction. Manufacturer review of pt x-rays revealed no anomalies. Revision surgery is likely.

Manufacturer narrative:
Manufacturer assessed patient x-rays. Assessment of x-rays revealed no anomalies. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.